Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential anchor/collagen deposition into the artery. The exact root cause cannot be determined. The likely cause was determined to have been patient factors or deployment technique contributing to the adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that a stroke patient had an angiogram procedure with a right groin access using an 8fr sheath. After imaging, a groin shot was not taken to access for disease or around access site. So, the involved an 8fr angio-seal device was deployed. The patient went to recovery where no pulses were detected on the right lower limb; therefore, it was determined that the patient had a cold leg. Patient was then taken into the or for surgical removal of the angio-seal device by a vascular surgeon. Once the device was successfully removed, pulses returned, and patient has had no further issues that correlate to the angio-seal device. This patient was determined to have a lot of disease in and around the access site and was not a good angio-seal candidate. The procedure performed prior to the angio seal device was an angiogram. The blood loss was less than 250cc's. The reported event resulted in patient injury and/or require medical or surgical intervention. The patient had surgery to remove the angio-seal device. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative.

Manufacturer narrative:
D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number e3: occupation: specials rt supervisor h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.